Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic with non-sustained lead noise episodes due to sensing latency between the nearfield and the far field channel. Programming changes were made and patient will be monitored.